Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 6.6fr broviac single lumen catheter. Usage residue was seen throughout the sample. The catheter terminated approximately 3.0cm from the clamping oversleeve. A gross visual evaluation of the sample found print wear missing from the catheter between the luer hub and the proximal arrow of the ¿clamp here¿ marking. No perceptible print wear was seen within the ¿clamp here¿ region. A further visual review of the sample revealed two small (1mm) holes which were both location 1cm from the luer hub. An additional hole (2mm) was seen at the edge of the luer keyway. Microscopic examination of the holes revealed evidence of regular striation-like patterns on the fracture surfaces of all holes. Further review of the catheter found superficial abrasive wear circumferentially opposite the distally observed holes. These observations are characteristic of two failure components which are both related to user technique. The striation-like patterns and abrasive wear are indicative of contact with a sharp instrument. Care should be taken to avoid contact with sharp instruments. Additionally, the catheter had been consistently clamped outside the designated ¿clamp here¿ region. The catheter can become damaged if it is clamped near the luer connector and should always be clamped with the designated, and marked, region. A lot history review (lhr) of huzg1754 showed no other similar product complaint(s) from this lot number.

Event description:
This reported event addresses the original broviac catheter that needed to be repaired. No patient injury reported.